Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection revealed no external damage. The device was able to power on and obtain readings via battery and ac power. All parameters were tested using a masimo set tester and displayed accurately on the device. An unrelated secondary finding noted a c300 component was found to have broken off the system board. The component was part of the battery charging circuitry and could impact battery charging. The device was found to be functioning as designed. A service history record review reveals this unit was in the field for over three (3) years with no other similar issues related to this reported event.

Event description:
The customer reported: "bpm is faster than pulse bar." No patient impact or consequences were reported.